Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving dilaudid (15mg/ml at 4.133mg/day), bupivacaine (7.5mg/ml at 2.066mg/day), and clonidine (150mcg/ml at 41.33mcg/day) via an implanted infusion pump. The indication for use was not specified. The patient's medical history included early dementia. It was reported that the patient fell on (B)(6) 2020. Since that time, the patient had been experiencing what they now believe to be withdrawal symptoms. The patient went to the emergency room (ER) on (B)(6) 2020 and the pump was read on (B)(6) 2020 at 1:15am. A motor stall was confirmed to have started on (B)(6) 2020. It was noted that the patient fall and off label drugs in the pump may have led or contributed to the event. The pump was replaced on (B)(6) 2020 and the issue was considered resolved. Catheter aspiration was positive for cerebrospinal fluid (csf) return during the replacement and the existing daily dose was reduced by 40% postoperatively. The patient's status was alive - no injury and no further complications were reported or anticipated.